Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.failure event observed during analysis.final analysis found a foreign material embedded between the coils at 44.5 cm from the connector pin.(B)(4).